Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with extraneal viaflex therapy for peritoneal dialysis (pd). On (B)(6) 2012 the patient experienced peritonitis. The cause of peritonitis was unknown. On (B)(6) 2012 the patient was hospitalized. On an unreported date the patient began remedial treatment with refline and tobramycin. The outcome of the peritonitis was not reported. Extraneal viaflex therapy was ongoing. The nurse did not provide an assessment of causality.